Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. A review of the episode showed the signal amplitude was very low. Technical services discussed recreating the oversensing in the clinic to assess other sensing vectors. Additionally, an x-ray to assess if the electrode was fractured was also discussed. Subsequently, an x-ray was performed, however, the scan was not available. The device was turned off. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensed. A review of the episode showed the signal amplitude was very low. Technical services discussed recreating the oversensing in the clinic to assess other sensing vectors. Additionally, an x-ray to assess if the electrode was fractured was also discussed. No additional adverse patient effects were reported. At this time, the system remains in service. This report will be updated should further information become available.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. A review of the episode showed the signal amplitude was very low. Technical services discussed recreating the oversensing in the clinic to assess other sensing vectors. Additionally, an x-ray to assess if the electrode was fractured was also discussed. Subsequently, an x-ray was performed, however, the scan was not available. The device was turned off. No additional adverse patient effects were reported. At this time, the system remains in service.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. A review of the episode showed the signal amplitude was very low. Technical services discussed recreating the oversensing in the clinic to assess other sensing vectors. Additionally, an x-ray to assess if the electrode was fractured was also discussed. Subsequently, an x-ray was performed, however, the scan was not available. The device was turned off. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.